Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 additional information received, this lead was also fractured and there were inappropriate shocks. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. 20-may-2025 additional information received, this lead was also fractured and there were inappropriate shocks. Should additional information be received, this file will be updated. Upon receipt, a medial fragment of the lead body (46 cm length) was received for analysis. The proximal fragment including the connector and the distal fragment including the lead tip and rv shock coil were not returned for analysis. The insulation was found damaged in the medial region, which can be assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of the insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.